Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net with crosstalk after atrial pacing on the patients implantable cardioverter defibrillator. Programming changes were done, and patient condition was stable.